Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult dual heated evaqua breathing circuits were discarded at the hospital's facility. The hospital staff had returned six samples from the same lot of the actual breathing circuit involved in the reported incident, instead. Three of the returned breathing circuits were returned in sealed condition, and the other three in unsealed plastic bags. Only the breathing circuits in unsealed plastic bags were visually inspected and pressure tested for leaks. Results: no physical damage was observed to the inspected breathing circuits. The pressure test results were all within specification. A lot check revealed no other complaints of this nature for lot number 130716. Conclusion: no fault was found to the returned breathing circuit samples; however, without the return of the actual complaint breathing circuits we cannot confirm nor provide the root cause of the leaks reported by the hospital. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. Our user instructions which accompany the rt240 adult dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." No patient consequence was reported as a result of this incident.

Event description:
A hospital in (B)(6) reported that holes were found in the expiratory limbs of two rt240 adult dual heated evaqua breathing circuits, causing it to leak. This was observed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that holes were found in the expiratory limbs of two rt240 adult dual heated evaqua breathing circuits, causing it to leak. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuits were discarded at the hospital's facility. We are currently coordinating with the hospital staff to obtain samples from the same lot of the actual devices involved in the reported incident. We will provide a follow-up report once we have received the samples and completed our investigation.